Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00865; 509-02-032, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that surgeon removed a plate and screws from the lateral side of the humerus, as the fracture site had fully healed. As a precautionary measure, surgeon also performed a poly swap, despite the original 32 neutral sm shell insert showing no signs of damage or wear. The existing insert was replaced with a new 32 neutral sm shell insert.